Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The date of aneurysm enlargement (B)(6) 2015, will be used as an event date.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm of 56mm diameter. The patient tolerated the initial procedure. Reportedly, from (B)(6) 2015 to (B)(6) 2018, the maximum diameter of aortic aneurysm/lesion increased in size from 56mm to 72mm. On (B)(6) 2018, a type ii endoleak of the middle sacral artery was determined. It was reported that on (B)(6) 2018, the patient underwent an angiography procedure and a coil embolization procedure was performed to treat a type ii endoleak of the middle sacral artery. On (B)(6) 2018, a follow up computed tomography angiography (cta) showed that the maximum diameter of the aortic aneurysm was 65mm. A follow up exam showed that the patient was doing well.